Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they were checking the battery life of the device yesterday and saw a message that the internal device had lost all data and to contact the clinician. The patient stated they called their doctor's office this morning and they told the patient that they did not deal with that and to call the manufacturer. It was not clear what caused the error message. The patient was redirected to their healthcare provider (hcp) to schedule device check.